Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # k082590.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 the meter passed all testing with no faults found. On (B)(6) 2011 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay-user/patient contacted alleging the onetouch ping meter is giving inaccurate high reading of "8 mmol/l" (144 mg/dl) compared to a lab reading of "3.6/3.8 mmol/l" (65/68 mg/dl). The patient manages his diabetes with the insulin pump. Reportedly, the patient felt hungry during the inaccuracy issue and administered self treatment with food/drink. During troubleshooting, the reporter noted the following: the test strip vial is in good condition and within the discard date. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported as a malfunction due to alleged inaccurate high issue. There is no evidence that the patient suffered a serious injury as there was no symptom or medical intervention to suggest acute complication of diabetes.